Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include (1) excessive leverage used to manipulate tissue. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated incident. Visual inspection of the device revealed that the needle is protruding from the distal end of the jaw. Functional evaluation revealed that the device was tested using a foam tissue model and performed as intended. However, there was resistance during testing. The complaint was verified and the root cause was determined as a manufacturing process error. The failure is being assessed for recommended actions.

Event description:
It was reported that the handle seized could not pass the needle. The malfunction was found during surgery. A backup device was available to complete the procedure with a delay greater than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.